Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported two false positive patient results on their alinity m sars cov-2 assay. Per the customer, the first nasopharyngeal sample was retested with liat platform generating a negative result. One additional sample was reported by the customer, it was retested on genexpert. The result was negative. The false positives were not reported outside the lab. There was no report of impact to patient management caused due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list number 07p51-20, a.i.d.d. Longford to alinity I processing module, list number 03r65-01, irving ia/cc. MDR number 3016438761-2021-00490-00 has been submitted and all further information will be documented under that MDR number. After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list number 07p51-20, a.i.d.d. Longford to alinity I processing module, list number 03r65-01, irving ia/cc. MDR number 3016438761-2021-00490-00 has been submitted and all further information will be documented under that MDR number.